Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced access site bleeding, device malpositioning, and would later expire. The patient presented with st-segment elevation myocardial infarction with suprapubic pain and burning, purple fingers and toes hypotensive. It was noted four days prior the patient had a transcarotid artery revascularization. The decision was made to implant an impella cp device which was completed. Temporary pacer was placed left femoral vein. The left heart catheterization revealed multivessel disease and surgical consult initiated. The swan-ganz catheter replaced the temporary pacer. The peel-away sheath was removed and the repositioning sheath advanced accordingly. The patient was transferred to the unit on support. Once on the unit, purse sutures were placed for track oozing. Additionally, attempts to reposition was made but unsuccessful under echocardiogram guidance. The pump was seen less than optimal position at the mitral. However, the pump was eventually repositioned. The patient continued on support but would subsequently expire a little over seven hours of impella mcs. The patient made the decision for no further treatment and care was withdrawn.

Manufacturer narrative:
Although the patient decided not to continue with care, there is not enough evidence to exclude the impella device (related complications) an associated factor to the overall outcome. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).